Event description:
It was reported that during an unk procedure, once applied, the clips had the legs crossed. A new device was used to carry out the case. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.